Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 50.0cm was returned for analysis. The lead exhibited normal electrical characteristics. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported when an asymptomatic patient presented to the operating room for normal generator eri, fluoroscopy revealed externalized conductors on the ventricular lead. The atrial lead was found to be fractured. No electrical anomalies were detected. The leads were explanted and replaced. No adverse consequences were detected.